Event description:
The recipient reportedly experienced sound quality issues. The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual inspection. The photographic imaging inspection revealed broken electrode wires near the fantail. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The scanning electron analysis of the electrode revealed multiple broken electrodes due to stress fatigue. The photographic imaging inspection revealed broken wires in the fantail region. It is believed that these breaks caused the poor sound quality reported. A corrective action was implemented. This is the final report.